Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hyperglycemic event. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient's mother reported the continuous glucose monitor (cgm) was reading low while the blood glucose (bg) reading was 27 mmol/l. Patient self-administered 7 units of insulin to bring her levels back down. No further medical intervention was required. The reported glucose values fall within the d zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.